Manufacturer narrative:
A ge service rep performed an on site investigation. The emergency stop switch was replaced during the service call.

Event description:
The customer reported that the 9900 system would not fluoro and shut down on its own. No pt injury was reported.